Manufacturer narrative:
The device was received at philips bench repair. A biomed technician evaluated and confirmed the reported symptom. Biomed technician contacted the customer multiple times but unable to receive an approval for repair from customer. Because the customer could not be contacted for repair, the philip biomed technician is sending the device back to customer with unrepaired and not functioning.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device will not turn on at all. No reported patient was involved.